Manufacturer narrative:
Block b3: exact date unknown, event occurred fall of 2024 prior to the date the manufacturer became aware. Block d6b: explant date: 2024 additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7132143 model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7137382. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and occasional shock like sensations. The patient underwent an explant procedure. All explanted devices were kept by the medical facility.